Manufacturer narrative:
The initial MDR 2432235-2016-00049 was filed on 2/5/2016. Correction: the initial MDR states the date of awareness as 01/20/2106. The correct date is 01/13/2016. Additional information (2/29/2016): siemens healthcare diagnostics has confirmed the trig_c reagent kit lots 348297 and 359932( smn 10697575) used on the advia 1200, 1650, 1800, 2400, and xpt chemistry systems does not meet instructions for use (IFU) linearity claim at the upper limit of the assay range as it approaches end of shelf life. Internal testing demonstrated that a patient bias (-12% to -15%) may be seen at concentration levels between 450 to 550mg/dl. Linearity is reduced by approximately 31% at higher triglyceride concentrations up to 1200mg/dl (13.56mmol/l). An urgent field safety notice (ufsn) chc16-03.a.ous was sent to ous customers and a urgent medical device recall (umdr) chc16-03.a.us was sent to us customers in march of 2016. The ufsn and umdr state that customers are to discontinue use and discard reagent kit lots 348297 and 359932.

Manufacturer narrative:
Siemens technical operations has confirmed that the trig_c assay reagent lot 338040 is not linear to the instructions for use (IFU) claim of 550 mg/dl (62.15 mmol/l). Siemens diagnostics is investigating this issue.

Event description:
The customer observed that linearity samples were not meeting specifications when using triglyceride_2 concentrated reagent lot 338040 on an advia 1800 chemistry system. The samples were run in triplicates and compared to the target value. Customer has observed that the assay is linear up to 450 mg/dl. The customer ran the linearity samples with another reagent lot for trig_c and the results were within specifications. None of the results from the linearity samples were released to the physician(s) there were no reports of patient intervention or adverse health consequences due to the linearity samples not meeting specifications.